Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 22-jul-2019 and inspection of the unit was performed on 20-aug-2019 where the quality control inspector found the following: prism cracked, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, passed dry leak test. Addition inspection findings from 10-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection. Addition inspection findings from 17-jan-2020: leak at biopsy channel (large/ primary) distal side. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: objective prism assy, distal case/cap. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.